Event description:
The hosp reported that during a coronary artery bypass procedure, the heartstring iii seal failed to deploy. A replacement device was used to complete the procedure. The hosp did not report any pt effects.

Manufacturer narrative:
The device was returned to the factory for eval. It showed signs of clinical usage. There was evidence of blood on the delivery device, inside of the delivery tube, and on the seal. The loading device was not returned. The tension spring assembly was located inside of the delivery tube. The seal was unraveled and extended outside of the delivery tube; it remained anchored to the tension spring assembly. The green slide lock was unlocked and white plunger was depressed on the delivery device. Based upon the eval results, the reported complaint was confirmed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).